Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the procedure the vasoview hemopro vh-3500 cutter that delivered the energy kept getting stuck and needed more force to advance. The system would not slide properly. The cutting device was sticky making it difficult to harvest and tore a branch. They had to regrip with sealer and seal. The procedure was a few minutes delayed. The same device was used to complete the procedure. Branch was quickly controlled. No harm to the patient.

Event description:
The hospital reported that the procedure the vasoview hemopro vh-3500 cutter that delivered the energy kept getting stuck/would encounter resistance when sliding through and needed more force to advance. The cutting device was sticky making it difficult to harvest and tore a branch. They had to regrip with sealer and seal. The procedure was a few minutes delayed. The same device was used to complete the procedure. Branch was quickly controlled. No harm to the patient.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--medical device ¿ problem code corrected from "1384" to "2183". The device was returned to the factory for evaluation on 06/08/2023. An investigation was conducted on 06/21/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The harvesting device was returned partially inside the cannula. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties observed. There were no visual defects observed on the jaws. The heater wire was observed to be slightly flexed away from the hot jaw due to normal clinical use. A reference endoscope was inserted into the cannula until it snapped into place with no visual or physical difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem-tool" was not confirmed. The lot # 3000311525 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.